Event description:
Feeding tube placed, placement x-ray ordered. Feeding tube in lung resulting in right pneumothorax. Feeding tube discontinued a new tube was inserted. Chest tube was also inserted. Pneumothorax resolved and chest tube was discontinued. Nursing personnel disposed of feeding tube and packaging prior to evaluating the feeding tube.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other, other. The device was destroyed/disposed of.